Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information and our customer informed us that "(B)(6) is a platform by (B)(6) ministry of health that allow customers to report possible quality-deviations anonymously. In such cases we are not able to request additional information, photos, or samples to customers." As no further information was available, no conclusion can be drawn what might have caused the claimed incident. We therefore close the investigation.

Event description:
On (B)(6) 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact rs25) and an unknown generator were used. The initial reporter stated "the product has excess adhesiveness, making it difficult to remove the protective plastic. Causing material damage and patient skin lesions on removal" no information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us.